Manufacturer narrative:
The customer confirmed that the controls were valid prior to meter testing. The test strips were requested for investigation, however, they are not available for return. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation of questionable glucose results from two accu-chek inform ii meters: meter 1 with serial number (B)(4) and meter 2 with serial number (B)(4). The meter results were compared to the laboratory. Meter 1's result at 11:05 am was 56 mg/dl. The laboratory result at 11:45 am was 405 mg/dl. Meter 1's result at 11:49 am was 91 mg/dl. Meter 2's result at 12:18 pm was 108 mg/dl. Meter 1's result at 12:26 pm was 109 mg/dl. The laboratory result at 1:17 pm was 267 mg/dl.